Manufacturer narrative:
A ge service representative performed an on site investigation. The fault parts were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the x-ray tower failed to lock into place, thereby failing to boot up. No report of patient injury.